Event description:
The patient complained of pain in the thigh for more than 6 months . Update after the revision: the surgeon reported that the stem was not really loose. The revision took place on (B)(6) 2012.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned devices finds no evidence indicating product error was a contributing factor to the reported pain. A depuy base business engineer reviewed the radiographs and found the sizing of the stem was not optimal and was therefore not aligned well. The radiolucency reported is likely due to the under sizing of the stem. Analysis of the femoral stem by a depuy france bioengineer found the reported pain may have been caused by contact of the distal part of the stem with the lateral cortical bone as seen in provided patient x-rays. The stem was found to have met all dimensional specifications. A review of the stem device history records finds no related manufacturing deviations or anomalies that would have contributed to the event. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. No abnormal wear patterns were evident on the returned devices and good bone growth on the cup indicates the device was well fixed. No evidence was found indicating product error was a contributing factor. The investigation can draw no conclusions with the information provided. Based on the performed investigation, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.